Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -8.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to exessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3-device evaluation:lens returned dry with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).